Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was diagnosed with implant failure with pseudarthrosis of the right femur after right femoral shaft fracture and a hematoma/seroma on the right thigh. The patient was treated by removal of a steel condylar plate and re-fixation with ncb plate with cancellous bone graft harvested from right iliac crest on (B)(6) 2016 and evacuation of hematoma from the right thigh on (B)(6) 2016. Concomitant devices reported: 1 unknown screw (which occupied the hole, where the plate broke).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 to address a broken right 4.5mm variable angle locking compression plate which reportedly broke through an occupied screw hole. The plate breakage was detected via x-rays taken on (B)(6) 2016 after the patient experienced discomfort. It is unknown when the plate and associated screws were initially implanted. The hardware was removed during the (B)(6) 2016 revision surgery. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant device added. Implant date unknown. Explant date was (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: a plate was received in packaging different from the original, sterile packaging. Information etched on the part matched that within the complaint description. The plate is broken at level of holes va2 and va3. The returned plate was re-inspected for all the features pertinent to the complaint condition. The plate is broken at the level of holes va2 and va3. The holes close to the fracture (va1, va4, va5, and va6) were re-inspected as well, and found to be conforming to specifications. Also, the plate¿s thickness was found to be within specifications. Since the shaft and the holes are manufactured in the same production step, using the same cnc program and tools, it is possible to conclude that the plate was conforming to specifications at the levels of the fracture as well. Considering that all relevant measurable product features met specification with no visual defects that could be manufacturing-related, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. As such, the complaint is disposed as confirmed due to evidence that plate broke, but is not considered valid for (B)(4) as there is no evidence of issues manufacturing-related. Product investigation summary: the examination of the raw-material testing certificates, as well as the manufacturing papers, showed no deviations regarding dimensions, material analysis, strength, and/or structural stability. The values were in compliance with specifications and international standards. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. The lot 9070553 was manufactured with a lot size of (B)(4) pieces in july, 2014. The manufacturer is not aware of any other complaints against this article/lot number. The evaluation of the va-lcp condylar plate has shown that there is breakage at the levels of holes va2 and va3. Based on the provided information, the manufacturer is not able to determine the exact cause of the breakage. It is likely that any occurrence during the healing process (ie. Non-union, delayed union, overloading, or a combination of different factors) led to a fatigue failure of the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.